Manufacturer narrative:
Additional information: section b5: correction; previous driveline repair of may2018 was reported under MFR 2916596-2018-02267. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had recurrent pump stops following the driveline repair. The patient was not a candidate for transplant or a pump exchange. The patient was placed on an ungrounded patient cable and will remain on ungrounded cable for the life of his lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events and pump stoppage were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the mpu could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from 04dec2019 through 04mar2020. The log file captured a low speed advisory alarm on (B)(6) 2019 at 01:29:24 which was immediately followed by a pump stoppage event with corresponding hazard alarms for low speed and low flow. Low speed advisory alarms were also captured on (B)(6) 2019 at 04:17:22 when pump speed dropped to 7020 rpm and on (B)(6) 2020 at 07:43:29 when pump speed dropped to 2620 rpm. All low speed and pump stoppage events occurred while the system was supported by the mpu and appeared to resolve when the patient switched to battery power. No other atypical alarms or events were captured. The patient underwent an external driveline repair on (B)(6) 2020. Additional information indicated that the patient experienced a pump stoppage event post-driveline repair and will remain on an ungrounded patient cable as he is not a candidate for exchange/transplant. Approximately 23.5" of the driveline (s/n (B)(6) proximal to the repair and s/n (B)(6) distal to the repair) was returned under work order #(B)(4). A repair was located approximately 21.5¿ from the metal connector (refer to work order #(B)(4); per-2018-0082396; (B)(4)). The metal connector was unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition and appeared unremarkable. The metal braided shield showed normal wear for the duration of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline repair in (B)(6) 2018 was reported under MFR. Report #2916596. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed advisories on (B)(6) 2020 and low speed/pump stops (x2) on (B)(6) 2019, and on (B)(6) 2019 it was noted that there was a low speed advisory as well. The patient did not hear the alarms due to declining hearing. The patient was asymptomatic. After log file analysis, the behavior was linked to potential issues with the percutaneous lead, it was also noted that these events only appeared to be occurring while the vad was connected to the power module. The patient had a previous external driveline repair (B)(6) 2018. X-rays were taken and provided for further analysis. The conclusions from the x-rays showed on the pump bend relief a little of the shield had been pulled back. An external driveline repair was performed on (B)(6) 2020.